Event description:
This solicited device case from (B)(6) was received on (B)(6) 2015 from a physician. Study title: synvisc market dynamics. This case concerns a patient of unknown demographics who was receiving treatment with synvisc and had pseudoseptic reaction. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/ lot number and expiration date: not provided) into an unspecified knee for osteoarthritis. On an unknown date, many years ago, the patient had a pseudo-septic reaction for which the patient received steroid injection. On an unknown date, the event resolved with the steroid injection. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention. Reporter causality: related company causality: associated

Event description:
This solicited device case from united states was received on 26-aug-2015 from a physician. Study title: synvisc market dynamics. This case concerns a patient of unknown demographics who was receiving treatment with synvisc and had pseudoseptic reaction. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/ lot number and expiration date: not provided) into an unspecified knee for osteoarthritis. On an unknown date, many years ago, the patient had a pseudo-septic reaction for which the patient received steroid injection. On an unknown date, the event resolved with the steroid injection. Action taken: unknown. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention. Reporter causality: related. Company causality: associated. Additional information was received on 15-sep-2015. Ptc results were added and text was amended accordingly.